Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the patient was in a car accident. In the hospital there was noise present on this rv lead. The physician believed that the lead may have been damaged due to the car accident.